Manufacturer narrative:
(B)(4). Batch # l5480m. The analysis results found that the ats45 device was received with the firing mechanism damaged and with two reloads present. Cartridge (b, c) tr45w, l5442c were received partially fired 2/3 consistent with an incomplete or interrupted cycle. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the stapler and white loads were not making the required stapling, did the device deliver any staples at all? If yes, were the staples formed properly? If yes, was the staple line complete? When the stapler and white loads were not making the required stapling, did the stapler cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? Were there any patient consequences or changes in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a gastroplasty procedure, during anastomosis process, two white loads failed along with the stapler. Not making the required stapling. Another like device was used to complete the procedure. There were no adverse consequences for the patient.